Manufacturer narrative:
(B)(4). Concomitant medical products - unknown femoral head, unknown mallory head femoral stem, unknown mallory head acetabular cup, unknown hexloc acetabular liner, all catalog#'s: ni all lot's#: ni. (B)(6). It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Mahmoud, a. N., sundberg, m., flivik, g. (2016) comparable results with porous metal augments in combination with either cemented or uncemented cups in revision hip arthroplasty: an analysis of one hundred forty-seven revisions at a mean of five years. The journal of arthroplasty, 1-6. Http://dx.doi.org/10.1016/j.arth.2016.12.007.

Event description:
It was reported via journal article patient underwent hip revison procedure approximately two years post-implantation due to recurrent dislocation and componenet mal-alignment. All acetabular components were revised.